Event description:
On the event date, the patient reported that her blood glucose had been elevated in the past due to air in the insulin cartridge. Through troubleshooting it was determined that the patient inserts the insulin cartridge into the infusion device without completely retracting the piston rod and air is drawn into the insulin cartridge as a result. She was educated on the proper procedure. At the time of the report she was not experiencing air bubbles. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.